Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no clinically significant delay.

Manufacturer narrative:
The reported event was confirmed. A picture was attached to intake. It was visually observed the weld was compromised.